Event description:
It was reported that the placement goes smoothly, however, when the nurse remove the stylet for 6cm, she feel about the resistance. After the product user remove the stylet slowly, she found the stylet stretched slim and long. During investigation, the weld tip of the stylet wire is missing. Microscopic examination could not verify that the wire was cut, but it is possible that the stylet broke during removal and a portion may have embolized into the vascular system.

Manufacturer narrative:
This complaint is confirmed and should be recorded as user related. As evidenced by the sample returned the stylet wire has been damaged through use. The damage incurred to the stylet wire exhibits severe tensile elongation of the outer coils and separation of the center wire from its distal weld tip. The stylet wires weld tip is missing from the complaint sample and its location is unknown at the time of this investigation. The stylet wire damage with the lack of any identified manufacturing defects implies the complaint incident occurred during placement and was not an out of box failure. This appears to be a user technique issue. The product IFU gives written and illustrated directions for proper placement techniques. The product IFU indicates to attach a prefilled syringe to the luer attachment on the t-lock extension set. Preflush all lumens of catheter with sterile normal saline to wet the hydrophilic stylet. A lot history review (lhr) of revl0252 showed no other similar product complaint(s) from this lot number.